Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility's product specialist reported to baxter hong kong that a solution administration set had leakage at the tubing. Radioactive material leaked out. This occurred during use. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.